Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation and autoimmune like symptoms. (B)(4). Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent unspecified breast surgery with a 375cc mentor siltex round moderate profile on both sides and experienced bilateral breast implant deflations, and autoimmune like symptoms postoperatively. As a result, the devices will be explanted on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.